Event description:
It was reported that the patient stopped charging their ipg since the ipg was flipped in the pocket and patient experienced pain at ipg site. As such the ipg became inoperable. Surgical intervention took place on (B)(6) 2025, wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.